Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that rate smoothing was programmed on in the implantable cardioverter defibrillator (ICD). The rate smoothing was pacing into sinus tachycardia of which fused beats had fallen into blanking. It had appeared that either the premature ventricular contractions or the rate smoothing was causing the patient to go into the arrhythmia. No adverse patient effects were reported.